Manufacturer narrative:
The insulin pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No blank display, low battery alarm or failed battery test alarm noted. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a low battery and came up with failed battery test after replacing the battery. Blood glucose level at the time of the incident was 256 mg/dl. During troubleshooting, the customer stated there were cracks on the screen and on the battery compartment. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.